Manufacturer narrative:
(B)(4). Concomitant medical products: 115738, 648840, compr nano hmrl pps 38mm. 118001, 775140, versa-dial/comp ti std taper. 113032, 038270, versa-dial 42x18x46 hum head. 113954, 720760, md hybrid glenoid base 4mm. Unknown unknown palacos cement. Report source foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01497 0001825034 - 2021 - 01498 0001825034 - 2021 - 01499 0001825034 - 2021 - 01500.

Event description:
It was reported that an initial left total shoulder arthroplasty was performed. At the 5-year visit, the patient reported moderate pain, instability, impingement, and loss of range of motion. Glenoid component migration was noted on the x-ray. The patient has been referred for an orthopedic consult but has not yet had any intervention. The outcome is pending.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. Medical records were received and reviewed. The patient's post-operative visits reported pain and instability. The patient's most recent x-rays showed possible loosening of the glenoid component with inferior migration over a five-year period. The humeral component was intact. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.